Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump could not communicate with motor arm and main arm. Customer also reported that the insulin pump alarmed for the critical block and inverse critical block not adding up to zero. The note reads no further details given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the motor arm cannot communicate with the main arm or inverse critical block did not add to zero error alarm noted.